Manufacturer narrative:
The airsense 10 device was not returned to resmed. An investigation was performed on all available information, including examination evidence collected by an external investigator. Based on all available evidence, the investigation determined that there is no evidence that indicates that the airsense 10 device was the cause of the reported event. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 device allegedly caused a fire at a patient's home. The device was connected to main power source and not in use at the time of the reported event. There was no patient harm, or a serious injury reported as a result of this incident. It was reported by a fire investigator that the patient's house was completely destroyed by the fire. The date of the event is not known.

Manufacturer narrative:
Investigation methods, results and conclusions are not finalized at this stage because the device in question has not been returned to resmed for inspection. The results for an external investigation have been requested but have not been made available to resmed. If more information becomes available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an airsense 10 device allegedly caused a fire at a patient's home. The device was connected to main power source and not in use at the time of the reported event. There was no patient harm, or a serious injury reported as a result of this incident. It was reported by a fire investigator that the patient's house was completely destroyed by the fire. The date of the event is not known.